Event description:
It was reported that a 56 yr old female pt was found to be unresponsive. She had pulled out her trach tube which was connected to a ventilator. The trach tube and ventilator circult were found on the floor, with some secretion noted. No alarm was heard. The pt required CPR, which was successfully performed. When the trach tube was removed from the circuit, the ventilator alarmed appropriately. The secretions in the trach tube had caused enough back pressure in the circuit to fool the low pressure alarm, which was set at 10cmh20. There has been no indication that a mulfunciton occurred and the ventilator will not be sent to the MFR. For testing.